Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they went swimming and pump began making weird beeping noises and thinks there is water damage. The patient stated that they saw moisture on the edges of the screen. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
Follow up #1 submitted: 08/28/2013.device evaluation: on investigation, the display screen illuminated properly. The pump was opened for investigation and revealed moisture inside the pump. Investigation was unable to duplicate the complaint.